Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was further reported that the patient underwent a surgical procedure on (B)(6) 2011 and ams monarc was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was further reported that the patient underwent a surgical procedure on (B)(6) 2011 and ams monarc was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent a gynecological procedure in order to treat vaginal prolapse, pressure, and overactive bladder and mesh was implanted. At the time of implantation the concurrent procedures of cystoscopy, posterior colporrhaphy, enterocele repair, and total vaginal hysterectomy were performed.

Manufacturer narrative:
It was reported that following insertion the patient experienced bleeding and discomfort.